Event description:
Hcp reports november 2004 patient presented with fluid collection around battery site. The pt was treated with antibiotics and removal of the ins battery. The fluid remained. The patient continued antibiotics and underwent removal of the entire device. The device was not returned for analysis. The patient recovered without sequela.